Event description:
During arthroscopic repair the anchor broke. The insertion site was pre-drilled prior to insertion. The anchor broke at the eyelet portion of the device, which was removed along with the suture. The threaded portion of the anchor remains embedded in the patient's bone. The surgeon used an additional twinfix anchor to complete the repair. No delay, patient injury or complications were reported.